Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: jaw insulation is crack and peeled off, the jaws are unable to open and close when actuating the handle, the consistency of movement of the handle is loose, part inside the handle was broken, a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the customer failure was not confirmed but a potential root cause is the jaws are unable to open and close when actuating the handle. The consistency of movement of the handle is loose. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device experienced did not coagulate. This issue occurred during termination of pregnancy procedure. There were no reports of patient harm.